Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer stated that she was experiencing nausea and vomiting prior to the event. The customer then stated that the nurse had removed her infusion set and had found the cannula bent at a 90 degree angle but that she had not received any no delivery alarms. The customer also stated that she used a silhouette infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.